Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem was confirmed (device charger gave no output). The charger was replaced and a performance test was completed. The unit was returned to the end user after it tested within specification. The charger has been returned to the original MFR (non-impact) for investigation and (potential) corrective action.

Event description:
Pt was being supported in an impact 754 portable ventilator system and the end user reported that a "battery failure" alarm was displayed and the device screen went blank. The pt was manually ventilated for the remainder of the transport trip. The end user reported that serious injury to the pt did not occur, we have submitted this as a serious injury event because back-up ventilation equipment was used and it was likely necessary to use this equipment in order to preclude permanent impairment or damage.